Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and high blood glucose readings. The customer's blood glucose was 510 mg/dl at the time of incident. The customer treated with injection. The customer's current blood glucose reading was 147 mg/dl. The customer had symptoms such as feeling dehydrated. The customer performed 5 unit fixed prime and insulin exited. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.